Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the three cannula was leaking from the site in one day of use. Event occurred on the 03/25/2024, 03/28/2024 and 04/02/2024. High blood glucose level was 350 mg/dl. Customer replaced infusion set and resumed insulin successfully no further information was available

Manufacturer narrative:
Device 2 of 3.